Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump had keypad anomaly, critical pump error alarm and audio anomaly. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that they battery cap was cracked. Customer stated that they had sensor calibration error. The insulin pump will not be returned for analysis.